Manufacturer narrative:
It was noted that medical intervention was required, and there was delay in therapy; additional details have been requested regarding the response provided. The patient was moved to a different ventilator. The key market reported that the low tidal volume issue was resolved after the device was restarted. The device was returned to service.

Manufacturer narrative:
It was previously reported that medical intervention was required, and there was a delay in therapy. Further information was requested regarding this information; however, the key market responder reported that the customer was not providing any further details so no further details could be obtained regarding the medical intervention and delay in therapy. It was reported that there was no patient or user harmed.

Event description:
Philips received a complaint from the customer, reporting that in the process of using the device, the device alarms, the patient's exhaled flow rate is low, and the tidal volume is low, affecting the normal use. There was no allegation of patient harm or injury.

Manufacturer narrative:
E1: reporting institution phone number: (B)(6), reporter phone number: (B)(6).